Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Upon investigation, a broken bur was discovered within the device. The cause of the bur breakage is unknown; however the investigation is on-going. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during a laminectomy procedure, the tip of a cutting bur broke off and fell into the surgical site. The device fragment was large enough for the surgeon to easily locate, and manually retrieve with a bayonet. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No additional medical intervention was required, as a result of this event. There was no patient or user injury reported, and no other adverse consequences alleged.